Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of this issue remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:41:25. During night drain cycle three, the patient's ultrafiltration reading was 1666ml, indicating the home patient drained 1516ml more than their maximum programmed fill volume of 1500ml no additional information is available.